Event description:
Reportable based in device analysis completed on 19-nov-2018. The device was returned with no reported allegations, but was used to complete a procedure. However, returned device analysis revealed the balloon rupture. A visual examination identified a that the balloon material had torn circumferentially almost completely at the distal markerband and this extended proximally in a longitudinal tear for approximately 25mm. A visual and microscopic examination was performed on both sections of balloon material and no other issues were identified. The rate of burst pressure of this device is 14atm (atmospheres). A visual and tactile examination of the shaft identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the tip and markerbands identified no issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.